Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. It was reported that a 2.5x12mm apex balloon ruptured during use at 12 atms in relatively normal anatomy. There were no reported pt complications. The pt status is listed as "ok". Additional info has been requested and is not available.

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).